Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen delayed in responding to presses. The customer's blood glucose level was 135 mg/dl. Tandem technical support advised the customer that a delay can occur if the pump has a stack of tasks to perform; the higher priority task will be performed first and the desired task will be completed after the higher priority task is complete. The contact acknowledged.